Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. The device was found to be in backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the device in backup dfo mode was confirmed via review of the device image. The cause of the device going into backup dfo mode was two software resets that occurred within a short period of time. The root cause of the software resets could not be determined. The reported field event of inappropriate shocks was confirmed to be due to oversensing in backup dfo mode. The oversensing is believed to be related to a trim value setting.